Event description:
The user had a sample from a patient with an igm monoclonal gammopathy, causing the sample to be viscous. She was getting sodium readings between 100-120 mmol per l on rerun with no errors. The specific results in mmol per l are as follows 105, 113, 105 and 105. The erroneous results were not reported. If additional information is received, appropriate notification will be provided.